Manufacturer narrative:
On initial MDR the FDA patient event code of 4582 was an error. It should have been 2138 on the original MDR ¿ (corrected information provided in h.6.). Additional info provided in h.10. Information was provided that an company msl emailed on behalf of a physician who reported a planned explant to properly correct the patient's astigmatism. Additional information was provided that the company msl reported the physician decided to rotate the lens, rather than explanting, which appeared to have solved the residual astigmatism. The product was not returned to evaluate. Follow up attempts were made for lens details. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced astigmatism. Additional information was provided that the doctor rotated the lens rather than explanting it, which solved the residual astigmatism.